Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer states the catheter back ends are cracked and broken. Patient's catheter had to be removed, due to no back end repair kit.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.